Manufacturer narrative:
The reagent lot number is 85878301 and the expiration date is 31-may-2026. The field service engineer (fse) found torn rinse tubing and repaired it. The fse performed a photometer check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 9 patient samples on a cobas 8000 cobas c 701 module. The customer provided an example of discrepant results for 1 patient serum sample. The customer was prompted to repeat the patient samples as they observed the cell rinse overfilling the cuvettes. The initial calcium result was 5.72 mg/dl. The sample was repeated on a different analyzer and the result was 8.7 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Calibration was last performed on 02-jun-2025. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found torn rinse tubing and repaired it. A photometer check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.